Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the humeral implant driver disengaged while trialing the implant and on implanting the final implants . It would engage the epiphysis but once it was hit with a mallet it would disengage.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device could not confirm the reported failure. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.